Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recu0149 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during the introduction of the catheter on the wire they encountered resistance. In the attempt to remove the wire and the catheter , the catheter was blocked. After many attempts they were able to remove the catheter. They positioned another catheter into the opposite arm of the patient.